Event description:
Customer reports having symptoms of hypoglycemia, so she had some chicken broth. Shortly after, customer fell unconscious. Customer did not use the meter to test glucose levels when first noticing her symptoms. When her daughter found her unconscious, the paramedics were called. The paramedics tested with their unk brand meter and obtained a reading of 50 mg/dl. The paramedics treated the customer with an i.v. The customer's daughter tested her mother with the freestyle meter prior to the paramedics arriving and got a reading of 148 mg/dl. The reported freestyle meter reading is not consistent with the customer's state, nor with the treatment provided by the paramedics.